Event description:
On (B)(6) 2013 the patient contacted animas stating that she was in the hospital for an unrelated foot issue, and while in the hospital she inadvertently administered unintended extra insulin from the pump and experienced and unspecified low blood glucose (bg). The patient stated that prior to going into the hospital, she had lost the cartridge cap but continued to use the pump. The patient stated that while she was in the hospital, she inadvertently infused unintended insulin while moving around. The patient could not provide additional details surrounding the low bg incident. The date of the low bg, bg values, and any treatment received is currently unknown. The patient stated that she was in the hospital for the foot issue for five days, and was discharged from the hospital on (B)(6) 2013. The patient stated that upon discharge, she resumed insulin pump therapy with a new cartridge cap that was received on (B)(6) 2013. The patient stated that she is aware that it is dangerous to use the pump without a cartridge cap, and customer technical support reinforced this with the patient. This complaint is being reported because the patient allegedly experienced hypoglycemia due to use of the pump with a missing component.

Manufacturer narrative:
The pump has not been returned to animas. The pump is not expected to return for this issue. The cause of the alleged bg excursion was determined to be use of the pump without a cartridge cap in place.